Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the circuit board of scope connector, image noise occurred (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the gastrointestinal videoscope exhibited a noisy image. There were no reports of patient involvement.